Event description:
It was reported that the patient, since last summer, has been experiencing an audible noise coming from his hip replacement. The noise is head when climbing stairs, standing up after being bent over, and walking at a fast pace.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information was requested from the patient. If it becomes available, the evaluation summary will be submitted in a supplemental report.